Manufacturer narrative:
1. The customer returned 1 photo and 1 video, but did not return the defective sample. 1-the photo shows that the batch code of the sample is 4052079. 2-the video shows blood oozing from the end of the septum. 2. DHR/bhr review lot#4052079 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-the septum incoming inspections, appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the septum leakage test results of 800pcs in process test and 32pcs in outgoing test were within the product specifications. 4-in the production process, there is unqualified, deviation or rework activities. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-10pcs of the batch of retained samples were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked during use of the product, blood seepage was found from the isolation plug; the affected quantity was 1 plug, the sample could not be returned, and a photo was provided; a green claim is required, a complaint response letter is required, and a complaint acceptance letter is required.